Event description:
The hcp reported the system was removed due to an infected stimulator and lead. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is received. Refer to medwatch report # 6000153200701553.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.